Event description:
It was reported that a pump was alarming for no disposable, the pump will not run. The settings were reviewed, the pump was turned off and the tubing was clamped. The cassette was removed and the tubing was massaged. Bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and reattached, but the pump alarm returned upon start up. The troubleshooting steps were repeated and the alarm persisted. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.